Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported 8-15 leads on paddle fractured. A full impendence check was run. Electrodes 8,9,10,11,12,13,14,15,16 had impendence measurements all over 10000. Reprogrammed stimulation with 0-7 electrodes. Was able to get right lower back and leg coverage. Issue was resolved. No symptoms reported.